Event description:
It was further reported that the patient presented non-emergently and the unspecified 16mm lesion was located in a severely tortuous and severely calcified vessel. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - the taxus liberte stent delivery system (sds) with stent was received in a taxus liberte inner packaging pouch and shelf box. There was blood on the outer surfaces of the device and in the guide wire lumen. There was a kink in the shaft 13 cm from the distal tip and damage to the mouth of the distal tip. The stent was not centered between the markerbands. The location of the stent relative to the end of the strut impressions on the balloon confirmed that the stent moved 1 mm distally on the balloon. The location of the strut impressions on the balloon indicate the stent was appropriately positioned and secured to the sds in manufacturing. There were bent struts on the distal end of the stent and one flared strut in the first proximal row of struts. The maximum outer diameter of the undamaged length of the stent was measured and met specification for outer diameter. The reported stent damage was confirmed; however, there was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred.the physician identified the stent struts of the 2.5x16mmtaxus liberte stent were deformed. Additional information was requested, but not available.

Event description:
It was further reported reported that the patient presented non-emergently and the unspecified 16mm lesion was located in a severely tortuous and severely calcified vessel. No patient complications were reported and the patient's status is good.